Event description:
Per the clinic, the patient experienced pain at the implant site. The patient reported visiting the emergency room, and was diagnosed with an inner ear infection, and treated with antibiotics (specific type, duration, and date not reported). The issue has since resolved and the patient resumed use of the device.